Manufacturer narrative:
D9: date returned to mfg is 6/14/2024. Received one used list #14687-15 primary plum set. No visual defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed. There was an initial proximal occlusion a alarm generated, but upon opening and closing the pump the infusion ran with no issues. The reported complaint of 'set had n185 alarm' can be confirmed. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was used with a plum a+ pump as a concomitant device. The reporter stated that the set had n185 occlusion alarm- tried 2 pumps and having same issue. The event occurred during infusion of normal saline solution/medication. The tubing was replaced, and therapy was resumed. The products were stored in the air-conditioned room in the hospital and were not exposed to extreme temperature conditions. There was no further information available. There was patient involvement with no patient harm.